Manufacturer narrative:
Customer has disposed of product. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer contacted customer service on (B)(6) 2017, she stated that the adapter to her pump in style breastpump broke, a big chunk of plastic came off and she can no longer plug it in.